Event description:
It was reported that, when the patient had a clinic follow-up, the device could not be interrogated. The clinic stated the device was "dead". It was successfully explanted and replaced. There were no additional adverse patient effects. The device had been implanted for eight years.